Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that the cause of the device flipping was that the suture was pulling away from the fascia. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s battery was flipping in the pocket and one of the sutures had pulled away from the fascia. The pocket was revised, the battery was re-sutured to the fascia, and the issue was resolved at the time of the report. The patient¿s indication for use was unknown. No further complications were reported/anticipated.